Event description:
It was reported, "patient with PICC 4fr bilumen catheter in right upper limb with insertion date of (B)(6) 2024 with cure in force, batch reht3231; reference 7274118; expiration 2026-05-31. But today he attended the security round and blood was observed in the insertion point, so the wound was cured again without any complication. Approximately two hours later, a call is received from the head of the ward who refers that the patient is leaking from the insertion point when connecting intravenous fluids. No patient harm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a 4fr dual lumen powerpicc sv catheter with two needleless injection caps. Use residue was observed on the catheter. An attempt to flush the catheter through both lumens with water using a 12ml syringe revealed a leak when flushing the red lumen. An attempt to flush the catheter through the split site revealed the distal end was occluded. The white lumen was patent to infusion and aspiration with no observed leaks. Microscopic inspection of the leak site revealed a longitudinally aligned split. The shape of the split was curved. The catheter shaft was lifted on one side of the split which revealed the surface of the split was finely granular. Microscopic inspection of the distal end of the catheter revealed biological use residue completely occluding one side of the catheter shaft. The shape of the split and the granular split surface were consistent with over-pressurization (burst) damage. An occlusion was observed distal to the split site which may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "patient with PICC 4fr bilumen catheter in right upper limb with insertion date of (B)(6) 2024 with cure in force, batch (B)(4); reference (B)(4); expiration (B)(6) 2026. But today he attended the security round and blood was observed in the insertion point, so the wound was cured again without any complication. Approximately two hours later, a call is received from the head of the ward who refers that the patient is leaking from the insertion point when connecting intravenous fluids. No patient harm."